Event description:
Procedure type: laparoscopic sigmoid resection. According to the reporter: there were no intra -operative abnormalities noted regarding the anastomosis and tissue specimen. Furthermore, the anastomosis was air tested for leaks successfully with no bubbles observed. The pt's tissue was inflamed, but not abnormal for cancerous tissue. Four days post-operatively, the pt became ill and septic and was re-operated due to stool and fluid seen in the abdomen and pelvis. The surgeon noticed that the staple line had fallen apart. The pt subsequently was given a diverting ileostomy and was admitted to the ICU. The pt is in well current condition and has been discharged from the hospital.